Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
The ridge on the long white catheter was incomplete and allowed the blue rhino to go thru the end of the catheter. The needle holder's jaw would not lock during the procedure. This event resulted in a scratch to the pt's carina. The surgeon was able to control the bleeding. The bleeding was controlled by the surgeon intraoperatively.